Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss. It was noted that the device had almost no fluid remaining. The device was explanted and replaced. There were no patient complications.